Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that after the mask was loosened, the hospital continued to use the device. There was no delay in therapy, and no medical intervention reported. After the completion of the treatment, the km reported that the device was evaluated, aand was returned to service. No further details were provided.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "carbon dioxide re-absorption" alarm. The device was in clinical use when the issue occurred. There was no patient or user harm reported. A follow up was performed with the key market (km), and it was reported that an engineer informed the customer that the mask was too tight on the patient and instructed the staff to loosen the mask. After adjusting the mask, the alarm stopped. No further actions or information were reported by km. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.